Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that during impella 5.5 support, the patient had ventricular tachycardia (vt). The patient was cardioverted. The pump position was verified. Amiodarone and lidocaine were administered and support was continued. The patient was in stable condition.

Manufacturer narrative:
The investigation of vt/vf/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b explant date added.